Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the heating wire on the vasoview hemopro 2 was bent at distal end. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the boots were shifted to the side at the distal end of the shaft. Under magnification, it was observed the pin on the second clevis was missing and not returned. The jaw assembly was also bent. While we were unable to conclusively determine, the reported event is likely attributable to excessive force; as stated on the IFU "advance the harvesting cannula gently when navigating within the tunnel". Each hemopro device undergoes a mechanical inspection/test prior to distribution. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).